Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced sensor updating, change sensor alert and discrepancy between sensor glucose and blood glucose. The customer¿s sensor value was 430 mg/dl while blood glucose value was 180 mg/dl at the time of the incident. During troubleshooting, it was determined that the sensor had been in use for less than 4 days. The customer was advised that the sensor may no longer be responding to glucose changes. The customer reported no adverse event. The event involved product(s) mmt-7040a. No product return is expected for mmt-7040a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrected summary: it was reported to medtronic minimed that the customer a significant discrepancy between the sensor glucose and blood glucose values. And also customer experienced blood at insertion site. The customer also received a sensor updating alert, change sensor alert. The event involved product(s) mmt-7040a. Troubleshooting was performed for sensor alerts and instructed customer that non-serialized product being replaced. Troubleshooting was performed for difference between glucose values. The customer reported blood glucose value of 180mg/dl and sensor glucose value of 430mg/dl at the time of incident. The difference between glucose values were not within the acceptable range. Insulin delivery was not suspended due to difference in glucose values. Explained sensor might have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for site issue. Advised customer to change sensor. No further patient complications were reported. No product return is required for mmt-7040a.